Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the issue occurred during a vascular planned treatment/non-emergency treatment, the procedure was delayed but completed by swapping the fdc from the lateral plane. The philips field service engineer (fse) inspected the system onsite and confirmed system x-ray exposure not possible. Review of the log file showed frontal fdc had issue, and fse confirmed the issue occurred due to malfunction of fdc. Fse replaced the flat detector controller. After the replacement of flat detector controller, the system was returned to good working condition. The codes were updated based on the investigation outcome. Health impact code and evaluation method code were corrected.

Event description:
It has been reported to philips that, exposure was not possible. System was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.